Manufacturer narrative:
Customer report was confirmed. Rec'd (1) flotrac kit. Tubing was completely broken off from solvent bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint.

Event description:
C-cc-bt - broken tubing; it was reported that the tubing seperated from the zero stopcock, detached in package. There were no patient complications. Returning devices. Two were reported; however, one of the devices was disposed.